Event description:
During product service by a field service technician, a flo-gard infusion pump had a low battery alarm. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced by a service technician as part of a recertification. This is an ancillary service event. Visual inspection, functional testing and battery testing were performed. The low battery alarm was identified during functional testing. The cause of the condition was determined to be a low battery. To correct the condition, the battery was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.